Event description:
The device was being utilized for an angioplasty procedure. Upon completion, the balloon catheter was withdrawn through the sheath and the distal portion of the catheter with balloon separated. This separated segment was removed with the sheath. The patient did not sustain any adverse effect from this event.